Event description:
It was reported that the patient had an increase in seizure rate above pre-vns baseline after he was titrated from 0.75 ma to 1 ma then to 1.25 ma. The patient was reportedly doing well after being titrated from 0.75 ma with a seizure rate of less than 1 seizure every 2 to 3 days. The patient's pre-vns seizure rate was less than 5 seizures per day. The physician indicated that a possible contributory cause was that the patient had gained 20 kg since being implanted with the vns. The neurologist was not sure if the weight gain was due to the patient being implanted or just due to puberty. The surgeon did not correlate the patient's weight gain with only the surgery. His treating neurologist hadn't changed his medication very much at the time of this event. After the patient's current was adjusted from 1.5 ma to 1.75 ma within a month of the initial report, the patient's seizure rate returned to pre-vns levels at less than 5 seizures per day. It was indicated that if the patient's weight gain was not able to be controlled through diet, the physician would have to increase his medication to control his seizures. No further relevant information has been received to date.

Event description:
System diagnostics were reportedly also within normal limits when the patient's seizure frequency increased. No further relevant information has been received to date.